Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a right sided hip revision surgery due to a dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10 - associated medical devices: vivacit-e dm bearing 28x42mm; item# 110031011; lot# 66963187. 28mm mod hd std neck tp1 taper; item# 163662; lot# j7931436. Tprlc 133 mp type1 bm ho 10.0; item# 51-117100; lot# 7891011. 5.0 mm locking scr 28 mm ster; item# 10130150028; lot# mo75. 5.0 mm locking scr 40 mm ster; item# 10130150040; lot# j477. 6.5x40mm lock selftap ster scr; item# 10200265040; lot# k315. G2 - foreign: event occurred in australia. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k121874. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.